Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: review of the black box data did not reveal any records of power interruption; data is from dates (B)(6)-2018 thru (B)(6)2018. The data from the alleged event date of (B)(6)-2017 had been overwritten due to continued use of the device by the patient after the date of the alleged event. On investigation, the pump was exercised for 12 hours without any interruption in power. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.